Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a merlin.net transmission the pulse generator exhibited p-wave over sensing. The device remained implanted. No further information was available.